Event description:
Boston scientific received information that this patient received abdominal aortic aneurysm (aaa) repair via an ancure endograft system. Seven years later, upon examination with cta of the abdomen, the patient's aneurysm continued to shrink and there was no evidence of an endoleak. A chronic left limb occlusion of the endograft was noted, the patient reportedly was asymptomatic. The patient declined further follow up for CT testing, the physician noted that due to no endoleaks or migration, this was acceptable, and discharged the patient from care. To date, no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.